Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that in (B)(6) 2012 noise was present on all three channels of this patient¿s cardiac resynchronization therapy defibrillator (crt-d) system. The observations were consistent with noise from a surgical procedure; however, this could not be confirmed. Cerclage from a potential heart surgery was seen via x-ray but the date of the procedure was unknown. In (B)(6) 2015 noise started on the right atrial (ra) lead. The noise was oversensed by the crt-d and led to inappropriate atrial tachy response episodes. A revision procedure was performed in (B)(6) 2015 and the ra lead was surgically abandoned. X-rays from (B)(6) 2017 show a fracture on the ra lead but it is unknown if the fracture occurred before or after the revision. The revised ra lead was a competitor¿s product. In (B)(6) 2017 noise spikes were observed on the right ventricular (rv) and left ventricular (lv) leads. The noise was oversensed and led to a few beats of rv and lv pacing inhibition. The patient is not pacemaker dependent and was not symptomatic of the missed beats. Additionally, low out of range shock impedances less than 20 ohms and poor amplitudes were noted on the rv lead. It was assumed that the rv lead was fractured and lead damage was also suspected on the lv lead. An x-ray was obtained but no conclusive damage was observe. A revision procedure was performed. The rv lead was surgically abandoned and the crt-d was explanted and discarded. During the programming of the new system, the noise on the lv lead persisted and poor lv sensing was observed. The lv lead was left implanted but the new system was reprogrammed around the noise. The revision was completed without further complications. No additional adverse patient effects were reported.